Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that since cataract surgery his vision was hazy and out of focus. Has had yag about 30 days after surgery and did not improve. Surgeon feels the issue was psychological. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter was the patient. Advised consumer to speak with surgeon about issues. Patient to contact if further information available. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).